Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer continued to fail. The customer attempted troubleshooting by rebooting the station and attempting to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed. A field service engineer inspected the station and noted that auxiliary full height drawer 2 was reported as failed by the user, restarted the drawer controller and reseated the row board connection, then tested operation using hardware test application (hta) diagnostics, where the drawer intermittently indicated an open status while closed, isolated the issue to a latch sensor that had become unseated from the hard stop, reseated the sensor, and retested with no functional issues observed, verified proper operation in both the application and hardware test application (hta) diagnostics, with no further issues noted. The system functioned as intended after the field service engineer repaired the device.